Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned tracker was well worn but fully functional. The tracker attached to a known good drill guide without issue. With markers attached and fully seated, the tracker returned a good geometry error with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source - foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. Manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the screw thread was damaged. There was no delay to the procedure. No impact on patient outcome.